Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the available data indicated no power loss. There was no damage found to the battery cap or compartment; the battery cap was able to secure appropriately to the pump. The pump was exercised for 24 hours with no power issues occurring. The pump was tested on a 29 hour flow test with no delivery issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump had an intermittent power issue. The reporter claimed that the pump powered off 2 times during the middle of the night without any warnings. The reporter also claimed that each time the pump powered off, the patient allegedly woke up "high". The animas representative involved in this contact instructed the reporter to have the patient call animas for troubleshooting of the pump. A letter was mailed to the patient on (B)(6) 2011, asking her to call back to provide follow-up information. It would have been helpful to know the following information: if the patient allegedly developed any symptoms because of the reported issue, what blood glucose readings the patient obtained before and after the alleged issue began, what treatment (if any) the patient might have received because of the alleged issue, and what date/time the alleged issue began. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient woke up "high" because of the alleged power issue of the pump.